Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for sepsis. The right ventricular (rv) lead was exhibiting t-wave oversensing (twos), the patient's rate was found to have dropped below the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate and sleep rate, and non-capture had been observed in multiple left ventricular (lv) lead configurations. The crt-d and leads remain in use. No further patient complications have been reported as a result of this event.